Event description:
It was reported that the customer received sensor readings that varied from his blood glucose. Customer had a reading of 100 mg/dl from the sensor while the customer's blood glucose was 200 mg/dl. He was also receiving lost sensor alarms. Customer had also experienced high blood glucose of 400 mg/dl, which was treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Please see medwatch # 3004209178-2015-89260 and 3004209178-2015-89259.